Event description:
Licox system was placed in a trauma pt in the neuro ICU. There were no issues with the placement and the readings were normal as expected (pbto2 18-39.6, btemp 37.4-37.6, icp 10-23). The nurses at the bedside went through the process of slaving the pbto2 probe to the hp monitor. The nurses reported no acts of twisting during the procedure. Once the catheter was slaved, the licox stand alone monitor read the pbto2 a "<0.0" the probe would not respond to an fio2 challenge. Both the cables and the monitor were switched to trouble this error. The qxygen monitoring ended but the unit was left in place for continued icp monitoring.